Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the contact alleged the load fill tubing sequence was initiated without customer interaction. Customer was disconnected from the site during the time of the event. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin delivery.